Event description:
The following information was provided: I would like to announce that on friday, april 17, I participated in a triathlon ts knee revision prosthesis implantation surgery at the hospital. The surgery was performed and at the moment of applying insert 5537-g-711-e, the doctor found that the metal wire securing the fixation of the polyethylene insert in the tibial component was detached on one side, so this insert could not be applied. He had to open another insert, 2 mm smaller in size, and apply that one. I am attaching a picture of the insert as well as the label, and I can send this insert to be analyzed.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.